Event description:
The distributor contacted animas on (B)(6) 2014 alleging the display screen was discolored. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged display issue remained unresolved with troubleshooting.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/17/2014 with the following findings: on investigation, the display screen was noted to be dim, faded and discolored.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.